Event description:
It was reported that the right atrial (ra) lead dislodged during the implant procedure. While repositioning the lead, the patient complained of shortness of breath and a significant pneumothorax of the left lung was found on flouro. The physician called a code and the patient was quickly sutured up to get a chest tube in. The lead remains in use with plans for repositioning at a later date. No further patient complications have been reported as a result of this event.